Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. Contacts 1 and 4 had high impedances. The patient experienced a loss of efficacy, and it was reported that the ins, lead and extension were explanted. The patient required hospitalization due to the event, and it was reported that the patient recovered without sequela.

Event description:
It was reported that the patient's system worked well for three years, and then all of a sudden she experienced pain her right lumbar area again. The hcp turned stimulation up very high to see if it was working, and it was reported that the patient almost flew across the room. The hcp stated that the leads had moved and no longer had contact at the proper point. The patient's system was explanted and she decided to get a pump implanted instead of replacing the stimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998 lot# v022880, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 3708240 lot# serial# (B)(4) implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).